Event description:
According to the literature, a study evaluated the impact on bowel function recovery following radical cystectomy with urinary diversion using either the endowrist 45mm stapler or the endogia 60mm stapler. A total of 75 patients underwent surgery between 2018 and 2021. There were 3 intraoperative injuries noted; 1 was intestinal and the other two were unspecified. Postoperative complications included one patient with unspecified leakage and one patient with an ileus. Five patients required reoperations, five patients had blood transfusions, and 14 patients required hospital readmission. Comparison of the endogia versus the endowrist stapler in intracorporeal urinary diversion in robotic assisted radical cystectomy (egiaes) - a randomized multicentre trial: rasmine bak, journal of robotic surgery, 2026

Manufacturer narrative:
D10 concomitant products: unknown egia su unknown endo gia sulu - (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.